Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25238. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular was failing to capture. A chest x-ray was completed to reveal the right ventricular and atrial leads were dislodged due to twiddlers. The leads were explanted and replaced without issue. The patient was stable.